Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reas2392 showed no other similar product complaint(s) from this lot number.

Event description:
Per medwatch report, the facility reported that the broviac catheter was placed on (B)(6) 2016 in the patient's right circumflex femoral vein. It was stated that the patient's right thigh was noted to be hard, red, edematous, blanching, and painful in the area surrounding the broviac site. The right thigh measured 1 cm larger around than left thigh. The md removed the catheter and cuff. Upon removal it was noted that there was a crack in the catheter 2-3cm distal to the cuff.